Event description:
Doctor reported a defect silicon tube between port and band had defect, and noted that the port must be changed. F/u findings: surgeon reported that the pt has made a very extensive sport program, with a lot of sit-ups. The surgeon assumes that the leakage is due to mechanical wear. During filling the surgeon observed the leakage because the contrast agent flew out.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, exact implant date and pt data. The info has not yet been received by allergan. Based upon the estimated implant date provided by the reporter the connector type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number, model number, exact implant date and pt data has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leakage band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."